Event description:
Rptr underwent a procedure under anesthesia for the removal of a broken ureteral stent. Rptr was assured that this was very unusual, that these stents were very flexible, and that she could do water aerobics and dance. According to the dr, this was only the second case of a broken stent that he had encountered. However, on 1/23 of this year rptr again had to go through the same procedure because of another broken stent. Since both stents broke in exactly the same place, rptr believes they are defective.